Manufacturer narrative:
It was determined by product development that the implant in question is not a zimmer biomet device. This event no longer meets reportability requirements for zimmer biomet. No further medwatch reports will be submitted for this event.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Date of birth unknown / not provided. Date of event unknown / not provided.

Event description:
It was reported that the implant was removed due to pain. Tooth location 19.